Event description:
The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, and an opening. Leak test was performed and identified an opening on the anterior side. A microscopic analysis was performed which identified two sharp openings the valve bond edge. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was two sharp openings on valve bond edge, one on each side, assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: b.5., d.7., d.10., g.1., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: "rupture" of a saline implant. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "rupture". Device remains implanted.